Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a crease/fold, wear abrasion, one linear opening on the anterior, partial delamination of the valve, and yellow particles in the shell. A leak test and microscopic analysis was performed which identified a cracked valve, partial delamination of the valve (adhesive failure), and one crease smooth opening on the anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also noted was partial delamination of the valve (adhesive failure) and one crease smooth opening on the anterior assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.